Event description:
Nellcor received a report that an 6dfen tracheostomy tube developed a leak in the pilot balloon after an unspecified period of use. There was no pt harm and the tube was replaced without incident.